Manufacturer narrative:
The lactosorb screw that was returned is potentially biohazardous (blood on the screw) and therefore cannot be removed from the bag. A visual evaluation was performed through the bag. Visual evaluation confirmed that the screw was fractured along the threads; therefore, the complaint is confirmed. The most likely underlying cause of this complaint cannot be determined due to the biohazardous condition of the screw. The device history record was reviewed and no non-conformances were found. There are no indications of a manufacturing defect.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported a screw broke at the beginning of insertion, the surgeon was able to remove the screw and completed the facelift procedure using a single screw. There was a delay of 15 to 20 minutes to the procedure while the screw was removed from the patient. The surgeon removed the screw without removing any bone from the patient and feels the surgery was successful, there was no injury to the patient.